Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. D4: batch # 875a26. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received. The reload was received with the left side fully fired and the right side partially fired 1/4 and with damage on reload deck. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 875a26 , and no non-conformances were identified.

Event description:
It was reported that the vasecr35 misfired on hepatic vein, staples line on one side did not fire leading to bleeding. No patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a white reload with the left side fully fired, the right side partially fired 1/5 and one apparent damage in the reload deck. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 896a67, and no non-conformances were identified.